Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports injection with juvéderm¿ voluma¿ to the apex of the chin. Within a couple of minutes, redness was seen at the injected area, temple, tear trough and periorbital region. Injector thought it might be bruising/vascular complication. Patient felt heaviness in the area, but did not complain of pain. Unspecified treatment provided. Symptoms have not resolved.